Manufacturer narrative:
Device evaluation: visual inspection performed and did not notice any external damage. Unable to go to the event history log due to blank screen and constant alarm found at power up. Blank screen and constant alarm was found at power up. The cause of the reported event is due to incomplete upload process from bast to head by customer. Product is beyond a year from the manufacture date and there was no indication of manufacturing defect during the investigation, so a direct history review identified this device has not been in for service previously.

Event description:
It was reported that when the screen is on, it is green and makes a high pitched ring. No adverse patient effects were reported by the customer.